Event description:
The customer reported that the system continued to release x-rays after the footswitch is released. There was no reported pt or user injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.